Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received as occlusion alarm. The customer attempted to resolve the occlusion by priming the tubing; however, the customer inadvertently pressed "new cartridge" and received a valid minimum fill message (existing cartridge did not have required minimum insulin to load cartridge). The customer had not read the on-screen prompts while attempting to prime the tubing (use error). Blood glucose was 149 mg/dl. Reportedly, after obtaining additional supplies, pump therapy was resumed.